Event description:
Reporter requested a log review for a suspected over infusion of heparin. Event details were reported as follows: on (B)(6) 2012 at 1300 a heparin drip with a concentration of 25000 units/250ml was hung to infuse at 1300 units or 13ml per hour. At 1700 the bag was near empty. At 1730, a new bag was hung. At 1850 pump read infusion complete and they noticed the rate was running at 250ml per hour. The pt was monitored and lab tests were performed. No further pt or event info is available.

Manufacturer narrative:
(B)(4). The requested event log review has been completed. The reported issue of finding an infusion of the drug heparin running at 250ml/hour was confirmed via the log review. The heparin infusion was initially programmed at 13ml/hour as reported. The infusion rate was increased to 250ml/hour at 3:48pm and a soft guardrails limit warning was displayed stating the dose is above the maximum of 2000 units, the user selected yes to proceed with the infusion. The infusion ran at 250ml/hour until 4:37pm when it went to kvo at 5ml/hour. The infusion was stopped at 5:11pm. No device malfunction was alleged and no malfunction is believed to have occurred. The root cause for the reported rate discrepancy with the heparin infusion is being attributed to programming by the user.